Manufacturer narrative:
Main investigation conclusion: the reported event of the controller becoming "very hot" was not confirmed. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was connected to a mock circulatory loop for to test for temperature elevations, and the maximum temperature did not exceed device specifications. The log file downloaded from the returned controller contained approximately 18 days of data (01apr2021 ¿ 19apr2021 per the timestamp). No atypical alarms were captured in the log file. The driveline was disconnected on (B)(6) 2021 at 10:13:26 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, rev. C, section 2, entitled ¿how your heart pump works¿, and heartmate ii instructions for use, rev. C inform the user not to place the system controller on bare skin for an extended period of time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Heartmate ii patient handbook, rev. C cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 29mar2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller for a recent implant was replaced by vad coordinators for being very hot.